Event description:
It was reported that the right ventricular lead had high impedance and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defibrillation conductor was fractured. It was also noted that the outer insulation had a cosmetic depression.